Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 123 mg/dl at the time of incident and current blood glucose was 500 mg/dl. Customer¿s different blood glucose was 314 mg/dl and 360 mg/dl. The customer did experienced the symptoms such as headache and thirsty. Customer treated with insulin pump. Customer does not allege insulin pump was under delivering. Customer advised to check for protruded, loose, sticking out or flush drive support cap and the drive support cap appears normal. Customer stated that the kinks, bends or multiple large bubbles are present along the tubing length and size of air bubbles is a little bit bigger than the soda pop. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.